Event description:
It was reported that a device fracture occurred. A renegade hi-flo kit was selected for use. During unpacking of device, the physician found it was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed an outer shaft separation located 3.5cm from the strain relief with the inner shaft stretched out between the fracture faces. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a device fracture occurred. A renegade hi-flo kit was selected for use. During unpacking of device, the physician found it was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable post procedure.